Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple, occlusion alarms. Blood glucose (bg) was elevated; however, value was unknown. Reportedly, the cartridge and infusion set to address the issue, and a correction bolus was delivered to address bg.